Event description:
Healthcare professional reported left side "rupture", "nodules", "folds", and "pain." The device remains implanted.

Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst(s): unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. ¿ pain: unable to observe as it is not related to the manufacturing process. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The event of nodule is not device related. Device has been explanted.